Event description:
It was reported that an ilet user experienced hyperglycemia with a device glucose reading of 350 mg/dl and a concurrent fingerstick of 294 mg/dl after a usual breakfast announcement, with no observed issues at the infusion site or pump; the user wears a dexcom g7 and, after agent-guided disconnection, tubing fill verification with visible drops, reconnection, and calibration, the ilet displayed 306 mg/dl and glucose levels later declined. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.